Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Pump error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 84 mg/dl. . The customer had 2 power error, has already replaced batteries eight times in the last four days. The customer was assisted with troubleshoot and the customer stated that pump has not been exposed to temperatures below 41°f. The customer power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.